Manufacturer narrative:
No unexpected scrolling of numbers noted during testing. The up arrow button was unresponsive due to corroded keypad traces. The device had cracked lcd window, cracked case at the lcd window corners, cracked reservoir tube lip, scratches on the reservoir tube window, cracked battery tube threads, and cracked belt clip slot.

Event description:
Customer reported via phone call, the insulin pump wasn't responding it kept scrolling through the menus. She was attempting to treat for her breakfast and when she was attempting to enter her blood glucose it kept scrolling. Customer's blood glucose was 60 mg/dl. Customer didn't recall any significant event which may have caused the keypad issues. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for further analysis.